Event description:
A review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) would not recognize a battery pack and was resetting. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. Upon eval, component u9 (single p-channel 30v, 0.014 ohm mosfet) was defective. The cause of the inability to charge the batteries and the resetting was the defective u9 component. The root cause of the defective u9 could not be positively identified. No adverse event resulted from the defective charger. The last pt to use this charger/model did not report any deficiencies.